Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having issues with erosion at implantable neurostimulator (ins) site across several batteries. They have tried changing the ins sites and ins types over the years with erosion starting with the ins placed in (B)(6) 2020. The devices were replaced due to skin erosion and were all discarded. Refer to manufacturer report 3004209178-2021-09097 for related device.